Event description:
The technician alleged that the side rail will not latch in the up position. No pt impact.

Manufacturer narrative:
The technician found the latch ratchet rivets are missing from the side rail end tube. The technician replaced the side rail ratchet rivets to resolve the issue.